Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the mobile system (lot number 27801041, expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the aviva nano system.

Event description:
Customer reportedly received results of 223 mg/dl on the mobile system and 67 mg/dl on the aviva nano system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.